Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that approximately 1 month post-implant of the lvad, the patient presented with elevated total bilirubin levels and decreased urine output. The pump power levels were reportedly decreasing and a 3d CT taken by the hospital was reported to show that the inflow conduit was potentially aligned toward the lateral wall which the doctor felt was a "pro-thrombotic" placement. A ramp echo was not performed and the manufacturer was not consulted. The hospital suspected thrombus in the device and based on the hospital's clinical judgment, a decision was made to replace the lvad with a device from another manufacturer. According to the information received by the manufacturer, the hospital disassembled the explanted lvad and reported that the pump was "clean."

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.